Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump and difficulty rewinding. Customer states they are unable to exit the load reservoir process. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted during testing. Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test.